Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when the patient presented remotely through merlin.net, ventricular lead noise was detected on egm episode. The noise was not reproduced during the lead stress test. Programming changes were made to avoid the issue. The lead is being monitored. There were no adverse consequences to the patient before and after the noise event.